Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause for the reportable events "no image and error e216 (scope communication error)" were traced to component failure. However, the cause for the reportable event white residue in the air/water (a/w) channel and on the air/water (a/w) cylinder side could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image and displayed error e216 (scope communication error), as well as white residue in the air/water (a/w) channel and on the air/water (a/w) cylinder side. There was no patient involvement.